Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy. The patient's ipg was deemed inoperable and as such could no longer communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Issue has been resolved.

Manufacturer narrative:
Explant date updated with correct date.